Event description:
The customer observed a falsely depressed hemoglobin result for one patient on the cell-dyn cd1800 analyzer. The initial result was 2.5 g/dl. The patient was sent to the hospital and redrawn, the results were normal (no specific data provided). Two additional falsely depressed results were obtained: 7.2 and 7.4 g/dl. There was no further impact to patient management reported.

Manufacturer narrative:
(B)(4). Further investigation of the customer issue included a review of the complaint text, a search for similar complaints, a review of labeling and a site visit. No adverse trend was identified for the customer's issue. Labeling was reviewed and found to be adequate. During a visit from field service, the 100 ul syringe was found to be worn out from normal use and was replaced. A large clot was found in the sample tube of the patient sample which generated the abnormally low hgb result. The clot was removed, and then the sample was run twice in the cell-dyn 1800 analyzer. The abnormally low results were reported to the physician. The results from the redrawn samples were normal. Based on all available information and abbott diagnostics' complaint investigation, no product deficiency was identified.